Manufacturer narrative:
Lot number is unknown.

Event description:
The clinician reported that the implant at tooth site 46 fractured. The remaining implant was removed on (B)(6) 2018.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.